Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. The week of 17-nov-2015, rv pacing impedance spiked to 3728 ohms from 544 ohms. The trend remains variable from 520 to 3728 ohms. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for elevated pacing impedance that spiked to out of range high levels. The lead was capped and replaced. No patient complications have been reported as a result of this event.